Event description:
The balloon pump console failed. The alarm read keyboard control failure. Facility was unable to pump patient with the balloon pump. It was replaced within 15 minutes and pumping resumed without difficulty.per bio-med: this unit was reported with a keyboard failure that could not be duplicated. During checkout of the unit, a fiberoptic board was noted as intermittently failing and that part was replaced.